Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10580. Reference MFR report: 1627487-2012-10582. The pt received an scs system which included 3 leads from different lots. It was reported the pt has experienced a change in stimulation which resulted in a loss of coverage to his right side. It was determined the right lead had migrated. Surgical intervention will be undertaken at a later date to resolve the issue. The manufacturer is unable to determine which of the three leads is associated with this event; therefore, three reports will be submitted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.